Event description:
Customer reported to beckman coulter inc that they have a leak on the manual probe area of the coulter lh 500 hematology analyzer. Approximately 6 drops of clear reagent leaked onto the counter. There were no injuries or exposures to any laboratory personnel. There were no erroneous results generated. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and evaluated the system. The fse observed a leak originating from a cut in tubing that passes through pinch valve pv49. The fse removed and replaced the cut tubing. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).